Event description:
It was reported that during stenosis in the c4 segment of the right ica procedure, the operator used a guidewire in conjunction with the microcatheter to navigate through the stenosis, placing the distal end of the device in the distal m2 segment of the mca. The guidewire was then withdrawn, and an angiogram via the microcatheter confirmed that the true lumen of the vessel had been accessed. Subsequently, the guidewire was reinserted, the microcatheter was withdrawn, and the subject balloon was advanced along the guidewire. After accurately positioning the subject balloon at the stenotic segment of the vessel, it was connected to a pressure pump and pressurized. However, no balloon expansion was observed under fluoroscopy. The subject balloon was then withdrawn, and the operator performed a pressure test on the table, concluding that the subject balloon was leaking. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. D4 expiration date - added. D4 gtin - updated. Based on the results of the device history record (DHR) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection the distal tip of the balloon catheter was damaged (slightly flared). There was no contrast media noted inside the balloon but there was crystallized (dried) contrast noted in the balloon catheter inflation lumen for approximately three quarters of the length of the catheter shaft. There was a solid plug of dried contrast present in the inflation port of the hub. Despite repeated attempts, it was not possible to dissolve this plug. It was not possible to visually tell if there was a hole/tear to the catheter shaft in the inflation port of the hub due to the presence of the plug of contrast. During functional test an attempt was made to purge air from the balloon through the inflation port. There was a continuous stream of bubbles noted. In addition, when a solution of water containing a green dye was injected in through the inflation port, the green dye solution was also noted inside the guide wire lumen. This indicates a leak between the inflation port and the guidewire lumen. A pump was attached and an attempt was made to inflate the balloon. It was not possible to inflate the balloon due to the dried contrast present in the balloon catheter inflation lumen and because of the leak between the inflation lumen and the guidewire lumen. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicates that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/prior to use on the patient. The balloon was no inflated during the preparation steps. However, it is not known if the balloon was aspirated during the preparation steps. It was reported that 'during preoperative preparation, the balloon was not doing inflating to check. A balloon was advanced along the guidewire. After accurately positioning the balloon at the stenotic segment of the vessel, it was connected to a pressure pump and pressurized. However, no balloon expansion was observed under fluoroscopy. The balloon was then withdrawn, and the physician performed a pressure test on the table, concluding that the balloon was leaking. After replacing it with a new balloon, satisfactory dilation was achieved, following which a stent was implanted. The surgery was concluded'. The distal tip of the balloon catheter was deformed. There was a lump of dried contrast present in the inflation port of the hub which could not be dissolved. There was also dried contrast present along much of the balloon catheter inflation lumen. It was not possible to inflate the balloon due to the presence of this dried contrast. During functional testing, a vacuum was pulled using a syringe containing water, and a continuous stream of bubbles was noted. This indicates a leak between the inflation port and the guidewire lumen. In addition, when a green-dyed solution was injected in through the inflation port, it flowed into the guidewire lumen. This offers further evidence of a hole/tear to the catheter shaft in the inflation port. Based on investigation it is probable that this damage to the balloon catheter occurred through use of a needle during preparation of the device. An assignable cause of not confirmed will be assigned to the as reported event: 'balloon leaked during use'. An assignable cause of user error will be assigned to the as analyzed events: ¿balloon catheter damaged¿, ¿balloon failed to inflate¿, ¿balloon catheter shaft leaked during use¿, ¿balloon catheter tip damaged¿ as the issue investigation confirms that there was an act or omission of an act that resulted in a different medical product response than intended by the manufacturer and/or expected by the user.

Event description:
It was reported that during stenosis in the c4 segment of the right ica procedure, the operator used a guidewire in conjunction with the microcatheter to navigate through the stenosis, placing the distal end of the device in the distal m2 segment of the mca. The guidewire was then withdrawn, and an angiogram via the microcatheter confirmed that the true lumen of the vessel had been accessed. Subsequently, the guidewire was reinserted, the microcatheter was withdrawn, and the subject balloon was advanced along the guidewire. After accurately positioning the subject balloon at the stenotic segment of the vessel, it was connected to a pressure pump and pressurized. However, no balloon expansion was observed under fluoroscopy. The subject balloon was then withdrawn, and the operator performed a pressure test on the table, concluding that the subject balloon was leaking. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.